Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported 'pump malfunctioned and shut off on it's own/ clean program'. Evaluation did not reproduce the reported symptom, however the event history log showed several instances of "system error 110 - program cleared. A visual inspection found the symptom to be caused by a severed motor mount screws. The motor screws were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump malfunctioned and shut off on it's own/ clean program during therapy (medication, dose, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.